Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, resistance was noted when trying to pass a balloon down the channel. The sponge was removed from the scope and the scope was removed from the patient. Forceps were passed down the scope and it was discovered that the sponge from the biopsy cap had dislodged and was stuck in the channel. The sponge was successfully removed from the scope using the forceps. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: problem code a0501 captures the reportable event of sponge detachment. Block h10: investigation results the rx locking device was not returned for analysis, however, the photo attached in the complaint showed that the sponge was detached and observed to be damaged(broken). Based on all available information and the condition of the returned device, it's most likely that some manipulation and/or some technique applied while inserting/removing the device through the biopsy cap generated friction which may have led the detachment of the sponge and even the damage (break) observed. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device could not be performed since the lot number is unknown. A ship history to identify probable lots was unsuccessful.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, resistance was noted when trying to pass a balloon down the channel. The sponge was removed from the scope and the scope was removed from the patient. Forceps were passed down the scope and it was discovered that the sponge from the biopsy cap had dislodged and was stuck in the channel. The sponge was successfully removed from the scope using the forceps. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.